Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131057.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, patient underwent surgical intervention wherein the entire system was explanted. Investigation was unable to determine which lead was at fault.